Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015.

Event description:
The clinician reported that 2 weeks after the dental implant and full lower were placed in ada site 27, the implant had not achieved osseointegration in type iii bone. Clinician reports a fracture and site prep complications. The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported post-operative complications.

Manufacturer narrative:
The device was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that 2 weeks after the dental implant and full lower were placed in (B)(6) site 27, the implant had not achieved osseointegration in type iii bone. Clinician reports a fracture and site prep complications. The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported post-operative complications. (B)(4)